Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the evaluation was completed. Based on the results of the investigation, it was possible that the event was caused due to occurrence of abnormalities in the image sensor unit and internal board of video connector. Regarding the occurrence of the abnormality, since the plug unit was found to be damaged, it was considered that irregular loading was applied to the internal circuit board. There was no health damage to patients. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.